Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional 3.0 x 28 mm absorb scaffold referenced are being filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2015 a diabetic patient underwent a coronary procedure during which two absorb scaffolds (3.0 x 28 mm) were implant in the mid to distal anterior descending coronary artery, and two absorb scaffolds in the right coronary artery. On (B)(6) 2016, the patient underwent revascularization of the mid to distal anterior descending artery due to occlusion/thrombosis in the area treated with the two 3.0 x 28 mm absorb scaffolds. After use of an aspiration device for the thrombus, the blood flow partially restored. Two drug eluting stents were implanted to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. The reported patient effects of myocardial infarction and thrombosis, as listed in the absorb gt1 instructions for use: states, is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure.

Event description:
Updated case description: it was reported that on (B)(6) 2015 a diabetic patient underwent a coronary procedure to treat and 85% stenosis in the mid to distal anterior descending coronary artery (lad) and the right coronary artery (rca). The patient presented with non st elevated myocardial infarction (nstemi). Intravascular ultrasound (ivus) was used and determined the vessel size was above 2.5 mm. The lad was pre-dilated with a 3.0 non-compliant (nc) balloon at 20 atmospheres (atm) reducing the stenosis to less than 40%. Two 3.0 x 28 mm absorb gt1 scaffolds were deployed and post-dilated with a 3.5 x 20 mm nc balloon at 14 atm. Two absorb scaffolds were also implanted in the rca. The final angiographic results showed residual stenosis of less than 10%. The patient was discharged on dual antiplatelet drug therapy (dapt) of aspirin and plavix. On (B)(6) 2016 the patient returned with a nstemi and underwent revascularization of the lad due to occlusion/thrombosis in the area treated with the two absorb gt1 scaffolds. After use of an aspiration device for the thrombus, the blood flow partially restored. Two drug eluting stents were implanted with a good final patient outcome. It was further reported that the patient had stopped taking plavix in (B)(6) 2016. No additional information was provided.